Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case cracked by the top screws. The top case side lower left corner was chipped and back plate tab was broken. Contamination was visible on the top cases. During syringe testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. The syringe size pot was not working as intended as a result of normal wear. Replaced size pot and performed preventative maintenance and all functional test passed.

Event description:
It was reported that the device is not detecting correct syringe size. No patient injury was reported.